Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. D4: batch # u40f0n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the b5lt device was returned with the obturator cap separated and two posts were noted bent from the bladeless obturator base. This condition did not allow proper assembly. No functional testing could be performed due to the condition of the returned device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The event described is confirmed and this defect has been correlated to a manufacturing process. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown surgery, the sleeve fell off. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.